Event description:
It was reported that during the implant procedure, the physician may have perforated the heart and said the helix was not working properly. The pericardial fluid was drained and the patient recovered. Another lead was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood present in/on the helix mechanism. Full lead returned and analyzed.